Event description:
It is reported that the locking ring was bent when the surgeon tried to insert the head. A new one was opened and used.

Manufacturer narrative:
This report will be amended when our investigation is complete.